Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the reported knife failure was not confirmed. The cutting wire was not broken. However, the distal tip of the cutting wire was detached from the tube sheath. Despite that, the device was operating as intended during the evaluation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result.¿ based on the results of the investigation and the condition of the returned device, it is possible that the cutting wire was pulled tightly when the distal end of the tube was not deflecting enough. As a result, a tensile load would have been applied to the press fitted area of the distal tip. This might have caused the distal tip to detach from the tube. However, a definitive root cause of the problem could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the knife wire was damaged. The product was cut when it was inserted into the scope, the tip was removed, and the knife was tensioned. The doctor replaced it with another product of the same model number and completed the procedure. The issue occurred during an electroshock therapy (est) . There were no reports of patient harm.